Event description:
A dialysis home pt reported a system error 2240 alarm in initial drain during treatment using homechoice device. The home pt discontinued treatment at the time of the alarm and reset homechoice with new supplies to continue treatment. The home pt reported a hole in the pt extension line. There was no pt injury associated with this incident per the home pt and the samples were discarded.